Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) blood sucked into machine due to balloon rupture. There was patient involvement; however, no injury or harm was reported. A getinge field service technician (fst) was dispatched to evaluate the unit. Upon inspection of unit for a blood back, found that the pneumatic interface module and safety disc were the only two affected parts. The fst replaced pneumatic module assembly (d997-00-1178). The unit passed all functional and safety test in accordance with the manufacturer's specifications. The unit was returned to the customer.